Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Material hardness inspection results showed component was acceptable to print tolerances. The root cause of the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. Product is being returned to manufacturer, but has not yet been returned. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure the inserter tip fractured inside the apical hole of the cup. The cup was removed and a new cup was successfully implanted.